Manufacturer narrative:
Manufacturer's investigation conclusion: the reported breakdown of the silastic layer of the driveline could not be confirmed as no photos were submitted and heartmate ii lvas, serial number (B)(6), is not available for investigation. A specific cause for the reported event could not be conclusively determined through this evaluation. It was noted that the patient was in stable condition. The driveline repair date would be determined with clinical and technical services. It was later reported on (B)(6) 2020 that the driveline repair had not yet been scheduled. The patient would come into the clinic the following week to assess the extend of the damage. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. Heartmate ii lvas patient handbook section 4 entitled "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. Heartmate ii lvas IFU section 6 entitled "patient care and management" addresses how to care for the driveline. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had breakdown of the silastic of their driveline. No alarms were present and the vad was functioning as intended, but an external percutaneous lead repair was requested as the patient and site were concerned about potential future damage.